Event description:
It was reported the clinician indicated the stopcock leaked upon insertion. It is not known if anything was exchanged for the pt. They do not know if there was a delay in treatment and no pt death or complications were reported.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.